Manufacturer narrative:
The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. In follow-up information, the customer stated that the reported event was due to user error and that no service was needed. The root cause of the reported event can be attributed to use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system was not vacuuming correctly during quad mode. Additional information was received from the customer indicating the root cause was due to a user error, however, no other details or specifics were provided. The case was completed without patient harm.